Event description:
It was reported that approximately one month post port placement via internal jugular vein for chemotherapy, the catheter was allegedly identified broken from the port. It was further reported that the port and the catheter were removed and replaced with a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged catheter separation from port as no objective evidence has been provided to confirm any alleged deficiency with the catheter/port. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged during implantation, catheter torn at stem, and improperly assembled; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately one month post port placement via internal jugular vein for chemotherapy, the catheter was allegedly identified broken from the port. It was further reported that the port and the catheter were removed and replaced with a new device. There was no reported patient injury.